Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709, lot# j0056602r, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving a dose of 7.7mg/day at a concentration of 25mg/ml of morphine via an implantable infusion pump for non-malignant pain. It was reported that during pump replacement the healthcare professional (hcp) was unable to aspirate the catheter. A reservoir volume discrepancy was also reported with an expected reservoir volume of 11ml and an actual of 15ml. This led the surgeon to replace the existing catheter. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.